Event description:
It was reported that the health care professional (hcp) wanted to review stored ventricular episodes on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the stored episodes and identified one atrial tachy response (atr) event due to oversensed noisy signals on all three channels. Ts suspected the noise was due to electromagnetic interference (emi), possibly associated with a computed tomography (CT) scan performed during that time. Additionally, ts observed two episodes in which the device potentially delivered inappropriate anti-tachycardia pacing (atp) during rhythms consistent with supraventricular tachycardia (svt). Ts provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.